Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead exhibited oversensing of noisy signals resulting in pacing inhibition. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.